Manufacturer narrative:
This information has not been provided. Additional information has been requested. Subject device currently remains in the pt. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Manufacture date could not be determined without a lot number.

Event description:
An implanted bc distractor body end act 20 mm for cmf distractor broke in the area of the hex end while a pt was trying to activate the distractor with the activation instrument. Reportedly the surgeon felt the pt was activating the distractor in the wrong direction causing it to break. Device remains in the pt and distraction is continuing without another surgery.